Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution is on the lens. Haptic damage was observed. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic indicated is not qualified for the lens/ cartridge combination used. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A pharmacist reported a defective lens that was blocked in the injector during an intraocular lens (iol) implant procedure. The lens could not be used and the lens replacement was postponed, leaving the patient aphakic.